Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parents reported via phone call that they were hospitalized due to high blood glucose and virus on (B)(6) 2019 with blood glucose of 418 mg/dl. The customer experienced symptoms such as vomiting, fever and headache. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and insulin drip. The customer was using the auto mode feature. Customer did receive a change sensor alert. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.